Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of cramping and hernia which warranted evaluation in the emergency room. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures and the surgical introduction of the pd catheter also increases the risk of hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted technical support for assistance with a ¿patient line is blocked¿ (soft alarm) in drain 2 of 3 of treatment. The patient reported experiencing ¿strong¿ abdominal cramping. Upon follow up, the peritoneal dialysis registered nurse (pdrn) revealed that the patient¿s abdominal cramping was evaluated in the emergency room (ER) on (B)(6) 2019 and the patient was diagnosed with a hernia (type/specifics not provided) and discharged later the same evening. The pdrn stated that the patient has a preexisting abdominal hernia, which could have been exacerbated during pd therapy. However, the pdrn confirmed that the patient¿s liberty select cycler did not malfunction and continues to be utilized for the patient¿s ccpd therapy. Additional information was requested, however was not available.